Event description:
It was reported that the patient had their generator and lead explanted, no further details were provided. The products were received for analysis. Device evaluation was completed. No other relevant information has been received to date.